Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The malfunction was attributed to a dent on the plastic distal end cover, cracked adhesive around the objective lens, and detached adhesive on the bending section cover. Additionally, white foreign objects were discovered in the air/water cylinder and air/water tube during evaluation. Based on the results of the investigation, the foreign materials were likely due to the use of products containing silicon, such as simethicone and lubricants. These substances can deposit white foreign materials within the device. If used by the customer, there is a risk that these materials may remain in the channel, even if reprocessing was performed in accordance with the instructions for use (IFU). However, the root cause of the residual foreign material and the customer's reportable event could not be definitively identified. The event can be detected and prevented by following the instructions for use, which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that adhesion was observed on the colonovideoscope¿s lens and articulation rubber. Additionally, the distal end was found to be defective, and the rubber appeared brittle. These issues were identified during maintenance; no patient was involved.